Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on november 1, 2016, omsc confirmed that the probe tip broke down at 15.5 mm from the distal end. There were scratches on the metal part of the grasping section and the probe each other. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the reported phenomenon occurred by the following mechanism; the user activated the seal and cut output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. The proximal side of jaw and probe came into contact since the ptfe pad at the proximal end was worn, consequently the probe damage error occurs and scratches on the metal part of the grasping section and the probe each other occurred. As the result, the probe cracked, and the probe was broken when the probe received an additional load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during an uncertain procedure. At the end of surgery, the probe became broken outside the patient body after a reboot of the generator caused by an u504 error. The procedure was completed with another new device. There was no patient injury reported.